Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as peritonitis onset, the patient was treated with vancomycin (0.5gm, once daily, discontinued after 19 days ) for peritonitis. It was reported that fifteen days after event onset, the patient recovered from peritonitis. At the time of this report, action taken with pd therapy was not reported. No additional information is available.